Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the shocking was the patient's deep brain stimulation (dbs) had been off since january and their settings were too high. So when they turned themselves on, it felt like they were getting shocked. It was just their dbs current. All their impedances were normal. They reprogrammed the patient's dbs to a lower setting and the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was getting shocked when she turned stimulation back on. The stimulation had been off but did not know how or why it was off. There were no falls reported. The rep was going to see the patient on (B)(6) 2020. No further complications were reported/anticipated.